Event description:
During the attempt to implant this valve, one of the leaflets dislodged and "dropped into the left ventricle". Postoperatively, the pt was in the ICU due to extended pump time and subsequently experienced "massive" hemorrhage and expired. Additional info has been requested.